Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back to inquire about MRI and CT scan compatibility considerations and the patient stated they were having back pain but also wanted to know if they should have pain around the ins site because they also had been having pain around their ins site since they got the implant but especially since they had the incident that they reiterated from their previously reported event: that their spinal cord stimulator battery "went dead" in 2023 and they had to get it replaced however the doctor who was doing the replacing opened up the interstim stimulator pocket by mistake and disconnected the interstim device before they realized they were working with the wrong implanted system. The patient stated the doctor put the interstim back in and then continued with the replacement of the scs device on the opposite side but after that procedure, the interstim device wasn't working and had to be reset. The patient state they had to go back to their health care provider (hcp) to fix/reset it. Regarding the current pain around their ins site, the patient denied having had any falls or traumas that would have led to the issue and denied that the implant site felt warm to the touch. The patient wondered if their ins site was sore because of how much they slept on it and also stated it could have been that the hcp who put the ins back in didn't put it back in correctly afterwards and that's why they were having pain. Patient services reviewed activity compatibility considerations with the patient and redirected the patient to follow up with their health care provider (hcp). The patient stated they had spoken with their hcp about their concerns and the hcp was aware but nothing had been done. The patient mentioned medical history when talking about their diagnostic test options: that they had myelograms in the past that used injections and that they were painful which was why they had hoped to have an MRI of their back but now they realized MRI of their back was off the table so they'd look into get a cat scan instead for their back pain and stated they'd follow up with their hcp about their pain at the ins site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was having a battery replacement from boston scientific for their spinal cord stimulator on the right side of their body. The doctor cut the left side open by mistake where their interstim device is. Then they realized they opened the wrong side and opened the correct side. Patient said that neither side is working now. Late yesterday patient went to communicate with their interstim device and got the message: "data lost. Internal device has lost all data. Contact clinician". The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.